Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the t:lock connection would not stay tightened. Reportedly, the customer would twist the connection tightly, but the connection became disconnected multiple times. A new infusion set tubing was connected to address the event. Blood glucose was over 600 mg/dl which was addressed with a bolus.